Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. Om (B)(6) 2026, it was reported that the patient received a sensor failed alert around 3:30pm. And she was about to insert a new sensor but she passed out. Her neighbor saw her through the window and called an ambulance. At the hospital they took fingerstick and it was 42 mg/dl. The patient was at the emergency department (ed) for 4 hours. They administered glucose IV. The hospital observed her during that 4 hours stay and discharged her the same day when she felt fine. No other details were documented. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.